Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and upon arrival to the event site, found that the fill tubing had disconnected from the luer fitting on the condensate removal module (crm) which was the cause of the autofill failure. The stm re-attached the tubing and tested to ensure that all autofill functions were operating correctly. The stm also verified that the iabp was calibrated and passed all functional and safety tests per factory specifications, then returned same to customer and cleared for clinical use. Full name of event site: (B)(6) hospital.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) generated an autofill failure alarm. The iabp was replaced with another cs300 iabp. There was no patient harm and no adverse event was reported.